Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that the device hurts and she feels stimulation in her chest while transmitting on carelink. The device is still in use. No patient complications have been reported as a result of this event.